Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenotic lesion was located in the calcified and severly tortuous posterior descending branch (pda). The device was able to cross the lesion but ruptured at 7 atms after 2 to 3 inflations. The number of atms reached on the initial inflation is unk. No pt injuries or complications were reported. Pt status was reported as "good".

Manufacturer narrative:
The complainant indicated the device was disposed, therefore, no direct product analysis will be available. Because the batch number is unk, the shop floor paperwork could not be examined. The root cause of the reported incident could not be determined.